Manufacturer narrative:
The subject device was returned to olympus (B)(4). However, the subject device was not returned to omsc because it was a known phenomenon. Therefore, we conducted a survey based on the content of the proposal and the attached photo. However, the provided picture was too small. Therefore, the peeling of the distal end of the pad could not be confirmed. The information from olympus (B)(4) indicated ¿separated or peeled out¿. It could be inferred that the phenomenon of complaint is peeling of the distal end of the pad as it was described in the event description. The device history record for the lot indicated no anomaly with the event-related items below. [Inspection] ultrasonic output, [inspection] appearance. The exact cause of the reported event could not be identified. However, based on previous investigation results, it could be inferred that a likely cause of the peeling of the tissue pad might be the following. Ultrasonic energy was delivered with no tissue present between the closed grasping section and the distal end of probe. It was presumed that the tissue pad was worn away and a part of the tissue pad was peeled away due to this caused. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the nurse that during a gastrectomy using the subject device, the tissue pad was separated partially from the upper-jaw on the tip. There was no part to be retrieved. The intended procedure was completed with the other device. There was no patient injury reported.